Event description:
During phacoemulsificatin, a corneal burn occurred. During follow-up on the pt's condition, the clinical risk manager stated that as a result of the corneal burn, the pt is now blind in the operative eye.

Manufacturer narrative:
H3: the complaint could not be confirmed and no problems were found. The unit passed all testing and is within specification.